Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during filing. Customer was unable to complete the filing procedure. Customer's blood glucose reading was 5.6 mmol/l. No further information reported.

Manufacturer narrative:
Insulin pump received with motor error during basic occlusion due to moisture damage on the force sensor. The motor was tested outside of the device and passed. Insulin pump had minor scratches on lcd display window, crack on the battery tube threads, and crack on the reservoir tube lip.